Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported via FDA maude report # mw5059551 that "stryker t15 screwdriver end broke off in the screw head when plating glenoid fracture. Unable to remove fragment from screw head. Left in place by surgeon."